Event description:
It was reported that the nurse in the ICU reported to the biomedical department that there had been a time when pacing on the external pulse generator (epg) had been different than the originally confirmed setting. The engineer checked the device but at the time it was checked it had been operating at the pacing rate of the original setting, therefore they continued to use it. However, it was requested that the epg be analyzed and serviced. The epg was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. Returned product testing found the device did perform as described.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the reported event could not be reproduced. It was noted that there was a crack on the bail cover. The device was calibrated, and functionality was confirmed. (B)(4).